Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that during a surgical procedure, resection of an isthmocele by hysteroscopy, a monopolar storz resectoscope is used. A loop is requested, which heats up the working bridge during the procedure. It is checked and part of the covering on the body of the loop is lifted. No negative impact in state of health reported.